Manufacturer narrative:
The investigation determined that an unexpected delay in obtaining intra-operative vitros ipth results was observed for three samples from a single patient run on a vitros 3600 immunodiagnostic system. The investigation determined that the delay was caused by an internal recovery sequence performed by the instrument in response to an unrelated reagent metering condition. The affected patient samples could not be run until the recovery sequence was completed. However, there was no malfunction of the vitros 3600 immunodiagnostic system or vitros ipth reagent identified. The root cause of this event is instrument related.

Event description:
The customer observed an unexpected delay in obtaining intra-operative vitros ipth results for three samples from a single patient run on a vitros 3600 immunodiagnostic system. The samples were manually programmed with stat priority and loaded at the front of the instrument, however a delay of approximately 30 minutes was observed prior to the samples being run. Due to this delay in obtaining vitros ipth results, the patient was held under anesthesia for an additional 30 minutes while undergoing a surgical procedure for parathyroid adenoma. The likelihood of an incremental increase in the inherent health risks to the patient due to extended time under anesthesia is not remote. Once the vitros ipth results were obtained, the surgical procedure was completed. There was no report of harm to the patient as a result of this event. (B)(4).